Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, implanted mitraclip (x1). As the clip delivery system (cds) was not returned for evaluation, an analysis of the complaint device could not be performed. Potential causes for difficulty grasping both leaflets (failure to adhere or bond) are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. There were no reported issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported difficulty grasping the leaflets appears to be related to patient/procedural conditions, as the challenging patient anatomy resulted in the reported difficulty positioning the clip on the leaflets. The reported valve injury (cleft opened) and increase in mitral regurgitation (mr) back to the pre-procedure grade were related to patient/procedural conditions, as it was reported that the cleft was pre-existing; grasping attempts with the clip contributed to the cleft opening more, which resulted in the reported increase in mr. The patient effects of worsening mr and mitral valve injury (tissue damage) , as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed as when the mitraclip was being grasped to the mitral valve leaflet, a pre-existing cleft became damaged and is considered as patient injury. It was reported that during a mitraclip procedure, one clip was implanted on the mitral valve leaflets. A second clip (40723u1/30) was attempted to be used, but due to a short posterior mitral leaflet, it could not be positioned on the leaflet to obtain a positive result. Per the physician, during the attempt to grasp the leaflet with the second clip, a pre-existing cleft was opened a little and the mitral regurgitation (mr) grade increased back to the preprocedure grade of 4. The second clip was not implanted and was removed from the anatomy. The functional mr grade remained unchanged from the preprocedure grade. The physicians are planning on presenting the patient to the cardiac surgeon. Post procedure, the patient was stable. No additional information provided.